Event description:
It was reported, the customer was hospitalized due to high blood glucose of 357 mg/dl, treated with bolus. Symptoms customer had bad back abscess. The drive support cap was normal. Little air pockets were found in the tubing which was nothing unusual. Manual prime was performed, insulin did exit. No leaks were noted. Diabetes trainer was not sure if the setting were correct, advised to talk to customer's doctor to ensure they are correct. No delivery alarms noted on the (B)(6). High pressure test was performed and device passed. Cannula was not occluded on the infusion set. Troubleshooting for no delivery was performed. Possible occlusion on reservoir or infusion set. No further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.